Manufacturer narrative:
Product problem only.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed the defib test. There was no patient involvement.